Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty. The physician could not successfully spin it into the myocardium after changing multiple positions. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.